Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their sensors not communicating information and the device alarmed weak signal. Customer states that they had finished bathing when the device began alarming at least three times. Advised customer to move device closer to transmitter and to call if issue persists. Customer's blood glucose level was 122 mg/dl at time of reporting. Nothing further reported.